Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: f/g, promus element plus, mr,ous 4.00x24mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. The first two stent struts on the distal end were dented inwards. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no issues. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No further issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 27sep2019. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the left main to the left anterior descending artery. A 4.00x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.